Event description:
It was reported that the customer experienced hyperglycemia the customer¿s blood glucose level was 26.9 mmol/l at the time of incident. The customer's current blood glucose level was unknown. The customer did not report any symptoms related to the high blood glucose level. The insulin pump was on auto mode at the time of the high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported blood under tape and tape was not sticking. Customer stated that the sensor glucose level was reading low all day. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.